Event description:
The aus device was removed from the pt because of cuff erosion of the urethra; pt has had radiation treatments which the dr told him had caused the tissue erosion because of a lack of blood flow, thereby not providing healthy tissue for the cuff.